Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose after breakfast while using the ilet bionic pancreas, associated with announcing meals before coffee and delaying food intake by approximately 20¿30 minutes, leading to lows by the time the meal was consumed. Symptoms included weakness and shakiness. Outcomes included transient hypoglycemia without medical intervention, hospitalization, or assistance. Investigation included review of reported use pattern and user education on appropriate meal announcement timing relative to actual eating. Investigation of this case revealed that the event was consistent with operational use of the meal announcement feature with a delay to eating, which can result in insulin delivery preceding carbohydrate intake and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to early meal announcement and delayed consumption.